Manufacturer narrative:
Per the field service representative (fsr), the perfusionist stated that they turned on the machine around 8:00am, did not get a reboot and thought the issue had resolved. Around 10:00am (still during set-up) it rebooted. The screen went blank and restarted back to the main screen, but when they opened the perfusion screen, everything was still set up. It was transmitting data and the pressure transducer setting remained set to how they were before it rebooted. The perfusionist used it for a case and did not have any issues during the case and removed it from service after. The fsr observed the ccm rebooted within 5-10 minutes of turning the unit on. She replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) rebooted. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. Upon attempting to boot up the central control monitor (ccm), the unit did not power on. The srt opened the ccm to check for loose connections, and none were found. A voltage check was performed which verified that there was power going to the power supply, but no power was going out. The issue was identified as a defective power supply and the rebooting issue that occurred may have happened prior to the power supply completely shutting down. The srt replaced the power supply and the ccm assembly. The ccm was then run on the perfusion screen with no reset/reboots. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.